Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: the complaint is confirmed for the returned device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 289410300 lot # 0209nt supplier: norwood medical lot released in 6 batches: batch # 1 - release to warehouse date: 17 feb 2009. Batch # 2 - release to warehouse date: 19 feb 2009. Batch # 3 - release to warehouse date: 19 feb 2009. Batch # 4 - release to warehouse date: 04 mar 2009. Batch # 5 - release to warehouse date: 05 mar 2009. Batch # 6 - release to warehouse date: 09 mar 2009. No ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by manufacturer, device manufacture date, event problem and evaluation codes: part # 289410300, lot # 0209nt. Supplier: (B)(6). Lot released in 6 batches: batch # 1 - qty - (B)(4) release to warehouse date: (B)(6) 2009, batch # 2 - qty - (B)(4) release to warehouse date: (B)(6) 2009, batch # 3 - qty - (B)(4) release to warehouse date: (B)(6) 2009, batch # 4 - qty - (B)(4) release to warehouse date: (B)(6) 2009, batch # 5 - qty - (B)(4) release to warehouse date: (B)(6) 2009, batch # 6 - qty - (B)(4) release to warehouse date: (B)(6) 2009. No ncr's were generated during production. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 during a spinal fusion that the tip broke off during the final tightening of the cross connector. The fragment was retrieved from the cross connector and another shaft was used. The procedure was successfully completed without delay. Concomitant medical products: unknown cross connector (part# unknown, lot# unknown, quantity unknown). Unknown torque handle (part# unknown, lot# unknown, quantity unknown). This report is for one (1) sfx x20 torque driver shaft. This is report 1 of 1 for (B)(4).